Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has had two falls within the past six months and since then bladder symptoms have returned. Patient said sometimes has urgency and then couldn't void. Patient said is currently using catheters and is fine using them. Patient said that their child turned stimulation off after this recent surgery however said that sometimes still feels stimulation and would like to have that checked. Patient also said that because their body is sensitive and prone to infections and has tendency to reject things patient said is going to have implanted system removed when completely healed from recent surgery. Troubleshooting was unable to be performed as patient said isn't able to check themselves, usually has their child assist however they aren't available based on their work schedule. Reviewed and discussed different options for making arrangements to check therapy status with patient.  Patient said will contact a friend so check if they are willing to come to patient's home to assist and they will call back. They further reported that their ins was turned off prior to their surgery a month ago. It has not turned on and they have called several times and have received no call back. Additional information was received from the patient. They reported that the fall had no effect on their implanted system. The indicated that they did not experience retention prior to the device. They also indicated that their retention has not worsened as a result of the device or therapy and that catheterization was not their standard of care prior to the device. Additional information received from patient. Patient said they are going to have the device removed on the (B)(6). Patient said they are going to the bathroom every hour. Patient said they turned stim off. Patient is getting the device removed because they are having a lot of pain at the implant site which started all of a sudden about a month ago. Reviewed patient should keep communicator and handset until the device is removed. Recommended patient call back after the device is removed to discuss disposal.